Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultrasmart meter had a calcode issue. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the same day at 12:00 pm. As a result of the reported issue, she took a decreased dose of insulin (5 units humalog). The pt also mentioned that she experienced the symptoms of nausea, thirst, and had a headache after the reported issue began. She did not receive any medical attention and was not tested on another device. At the time of troubleshooting, it was determined that the pt was getting a check code message. She was walked through resolving the issue. This complaint is being reported because the pt alleged that she developed symptoms suggesting of hyperglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.